Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 412 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was offered trouble shooting and checking the settings on their insulin pump but the customer declined. There were no large bubbles or any anomaly from the device. The customer stated that they will call back after they monitor their blood glucose levels.